Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set/line) occurred on the homechoice device during fill five of six in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that there are no obvious reasons for the system error. The technical service representative advised home patient to end the therapy. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.